Manufacturer narrative:
Follow-up #1: date of submission 08/13/2015, device evaluation: the device has been returned and evaluated by product analysis on 07/23/2015 with the following findings: moisture was present in the display lens. The pump failed a leak test due to damage near the display screen in the pump casing. Moisture was found on the internal components of the pump. The battery compartment was found to be cracked. The display screen was badly scratched. Battery cap not submitted; test battery cap used for investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.